Event description:
A custom surgical pack was used by medical ctr. Cat# 50-8865.4. Inside the pack is cautery unit, the cautery unit when used on the setting coagulate, cuts and when the unit is set to cut it coagulates.